Event description:
It is reported that a customer states that they are 6 hours away from home and their infusion set has dislodged and they have no extra supplies. The customer wanted to know what to do. The patient's blood glucose level was unknown. The customer declined trouble shooting. The customer was advised to revert to the back up plan and to call back when they are able to trouble shoot. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.